Manufacturer narrative:
Investigation: no photos or physical samples that display the reported condition were available for investigation a device history review was performed for the reported lot 1812222, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 11812222 were used to conduct leakage tests. The product was disassembled for further inspection, there was no damage noted in the plunger rod or other components that could have caused a leak and no leak was identified. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that leakage occurred with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, "when sampling a cytostatic product with a 50ml ll syringe ref (B)(4), lot 1812222, liquid was found "in the black tip of the plunger"; between the two "rings"."

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, "when sampling a cytostatic product with a 50ml ll syringe ref 300865, lot 1812222, liquid was found "in the black tip of the plunger"; between the two "rings"."